Event description:
The customer reported low battery. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse performed battery tests and it failed, the unit shutdown. There was no patient involvement.